Event description:
A customer contacted global technical services regarding assistance with needing to start therapy over with new supplies on the homechoice (hc) unit during use. Caregiver (cg) stated that one of the supply bags fell off the table and disconnected so now they just need to get the set out so that they can start over with all new supplies. Cg stated the home patient (hp) was in dwell 1. The technical service representative (tsr) then explained to make sure the hp drains before filling again. Tsr then assisted the hp to cycle power off/on and then ended the therapy and removed the set. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to the supply bag falling and disconnecting. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the supplies were discarded therefore a sample was not available for evaluation. Should more information become available a follow up will be submitted.